Manufacturer narrative:
The device was not returned; however the log files were provided for evaluation. The device logs were analyzed and showed that the last 2-point (2p) calibration was completed on 10dec2025. Technical support advised the customer that per the operations manual, a 2p calibration must be performed before each patient use. A screen shot was provided of the function blocks screen which indicated an issue with the flowo2 transducer on the sensor board. Technical support advised the inspiration block required replacement to resolve the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient (age & gender unknown), the device experienced a mismatch between delivered and measured fio2. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.